Event description:
The customer contact reported a spark. The device was returned to the biomedical engineering dept with a report, the device tripped the circuit breaker while in use in the operating theatre. No specific event details were provided; however, there were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility while connected to ac power, a spark and smoke were noted from the back of the device. There were no reported adverse effects to the biomedical engineer. No medical intervention was required. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found charred components internal to the device, the neutral wire was broken away from the solder joints, the main fuses were blown, and the printed circuit board tracks were damaged. This was probably due to power surge. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).